Manufacturer narrative:
(B)(4). UDI not available as the lot # was not provided by the customer. Additional information: no return product evaluation could be completed as the device was not returned for investigation. A device history record review could not be performed, as no lot number was provided by the customer. Case details were reviewed. During a tavr procedure, access complications occurred, and a dissection was present along the vessel wall. Dissections are a potential sequela in large bore procedures. It is suspected the dissection occurred before using manta and is not related to the manta device. While attempting to deploy two perclose devices for closure, the patient began hemorrhaging. The physician chose to use manta as a bailout. A manta 14f depth locator was utilized to measure the arteriotomy and to determine the depth. An 18f manta was then deployed, stopping the hemorrhaging. As a precaution, the team placed a covered stent following the manta deployment. The physicians mentioned there was no manta failure, manta helped in saving the perclose bleeding failure. Therefore, no manta product failure was noted for this investigation. The manta instructions for use warns to not use manta if there is substantial bleeding around the depth locator at the access site during the depth location procedure, as this may result in an inaccurate measurement. If depth location is planned to be performed post-procedure, the 14f manta depth locator is available for use in conjunction with the 14f manta vascular closure device per IFU device description. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "dr. Experienced a procedural complication. There were access issues and a dissection somewhere along the vessel wall. When they attempted to close the artery with 2 alternative closure devices, there was a bleeding complication. They decided to use the manta 14. They measured the arteriotomy site/depth and deployed an 18f manta at the appropriate location, which stopped the haemorrhaging. The team still decided to place a covered stent after the manta deployment. There was no manta malfunction."

Event description:
It was reported that: "dr. Experienced a procedural complication. There were access issues and a dissection somewhere along the vessel wall. When they attempted to close the artery with 2 alternative closure devices, there was a bleeding complication. They decided to use the manta 14. They measured the arteriotomy site/depth and deployed an 18f manta at the appropriate location, which stopped the haemorrhaging. The team still decided to place a covered stent after the manta deployment. There was no manta malfunction."

Manufacturer narrative:
Qn#(B)(4). UDI not available as the lot # was not provided by the customer.